Event description:
It was reported that during a video-assisted thoracic surgery (vats) wedge resection procedure, the stapler did not form complete b-formed staples on the second or third firing. The staple line completely opened up. As a result, the surgeon had to convert to an open lung biopsy from a vats case. Cartridge was a blue one. There was no other reported pt consequence. No device is being returned.